Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had early elective replacement indicator (eri). The ICD was ex planted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action, but product analysis found that the product did not perform as described in the field action. (B)(4)